Event description:
On (B)(6) 2021, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive results of 0.18 ng/ml on a (B)(6) year old male patient with cholecystitis. There was no additional patient information at the time of this report. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 714258-00u reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of results)

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 06-dec-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a21211a.